Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the implantable cardiac monitor (icm) was sticking out of the patient's skin so the patient pushed it back in. The physician decided to remove the icm and replace it at a later date to prevent infection. The icm has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.